Event description:
The physician intended to implant a 4.0 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that despite two attempts to advance the device it became "stuck" at a tortuous area in the left main which exhibited 98% stenosis. The device was removed from the patient and stent struts were observed to be damaged on removal. Some force was required to be used to remove the device. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using a 4.0 x 15 mm endeavor resolute stent. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (tortuous left main exhibiting 98% stenosis). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (tortuous left main exhibiting 98% stenosis). (B)(4).